Event description:
Same case as MFR report # 3005099803-2009-00412; 3005099803-2009-00411. It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, two hub breaks and a safety tip breakage occurred. The lesion was located in an unspecified biliary duct. The rx lithotripter compatible basket was advanced to the bile duct, however, at an unspecified time the luer lock hub broke off of the device. The device was removed and another rx lithotripter compatible basket was advanced, however, the luer lock hub of this device broke off as well. The device was removed, a third rx lithotripter compatible basket was advanced; however, the distal safety tip detached and remained inside the patient. The physician advanced an unspecified extractor rx balloon and placed an unspecified stent to trap the detached distal tip to complete the procedure. It was not known if any attempts were made to retrieve the detached distal tip; however, it was noted that the physician intends to retrieve the detached distal tip during a future procedure. The patient's status is reported as "fine".